Event description:
This was a lead extraction procedure to remove an advisory lead (1581 riata, impl 2008). The lead was prepped with an lld-ez and a 16f glidelight was used to extract the lead. The physician lased past the proximal coil without difficulty and advanced to distal coil without lasing. Then he lased past the distal coil until he got to the helix. The lead pulled back into the glidelight until the point of the helix. The helix was bent to the right and it was difficult to withdraw the lead completely into the laser sheath. He pulled the glidelight and lead back into the right atrium and lased for 2-3 sec at which time there was a dramatic loss of blood pressure. An injury was confirmed on tee with blood in the pericardial sac. CT surgery was notified. The CT surgeon was in the room and had access within 5 minutes, placing the patient on bypass within 8 minutes. An injury in the ra was repaired. A lot of fibrous tissue was noted on the tip of the extracted lead. The patient was placed on an intra-aortic pump, blood products were administered, and the patient stabilized. The patient decompensated again after stabilizing and pacing was initiated. It is unclear what caused the patient to crash the second time as the injury had been repaired. Unfortunately, the patient did not survive the intervention.